Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber crystal cracked after 328,000 joules of use. A new fiber was opened and used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the fiber identified a distal circumferential fracture, and the glass cap tip was detached. Based on these observations, the reported event is confirmed. The metal cap exhibited severe charred debris adhesion on its surface, indicative of prolonged tissue contact during use. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted did not identified additional breaks along the length of the fiber. Based on analysis results, it is likely that the tissue adhesion found on the metal cap surface contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fracture and glass cap tip detachment. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture and glass cap detachment.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the inner core of the fiber cracked after 328,000 joules of use. The fiber cap remained intact. It was noted that there were no stones/"calculi" patient in the prostate, the flow valve was opened and fluid was observed to be exiting from the metal cap window. The patient had previously undergone urolift. There was no excessive tissue accumulation on the fiber tip that required cleaning. A new fiber was opened and used to complete the procedure. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the inner core of the fiber cracked after 328,000 joules of use. The fiber cap remained intact. It was noted that there were no stones/calculii patient in the prostate, the flow valve was opened and fluid was observed to be exiting from the metal cap window. The patient had previously undergone urolift. There was no excessive tissue accumulation on the fiber tip that required cleaning. A new fiber was opened and used to complete the procedure. There were no patient complications.

Manufacturer narrative:
The following fields were updated to reflect the additional information field. (B5)- event description (d9)- returned to manufacturer date